Event description:
The manufacturer was notified that an end user was hospitalized with respiratory failure as a result of an alleged failure of his bi-level positive airway pressure (bipap) device to provide therapy. The end user was subsequently transferred to a skilled nursing facility, and was discharged to home. The manufacturer made numerous requests for additional information and for the device to be returned for investigation. No further information was provided, and the user refused to return the device. Since date of manufacture in 2011, this device has not been serviced by the manufacturer for any malfunction. The bipap autosv advanced is intended to provide non-invasive ventilatory support to treat adult patients with osa and respiratory insufficiency caused by central and/or mixed apneas and periodic breathing. This is not a life support ventilator. The device is a non-continuous ventilator intended to augment patient breathing. It is not intended to provide total ventilatory support. It may stop operating with power failure or if a fault occurs in the product. The manufacturer is unable to confirm the alleged malfunction of a bipap device caused or contributed to a user's hospitalization, and concludes no further action is required.